Manufacturer narrative:
(B)(4). The customer returned a used sheath for evaluation. The sheath was still partially attached along the score line; however, one of the sheath tabs was separated from the rest of the device. The separated tab was not returned for evaluation. The customer provided an image of the peel-away sheath. The broken tab was included in the image. A portion of the sheath body is visible on the broken tab. Visual examination of the returned sample revealed that one of the sheath tabs had separated from the sheath body. The tab separated due to a horizontal tear in the sheath body. The point of separation on both pieces appeared jagged and stretched indicating a stretching force was applied to the sheath. One of the score lines had separated completely down the seam; however, the other score line was intact. The sheath length from the distal end of the hub tabs to the distal tip of the sheath measured 4 1/16", which is within the specification limits of 3 7/8"- 4 1/8" per catheter peel-away product drawing. The sheath was torn down the score lines with no issues. A manual tug test confirmed the sheath half still connected to the hub was connected securely. A device history record review was performed on the peel-away sheath and dilator and no relevant findings were identified. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until free from venipuncture site." Then, "grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length". The reported complaint of a broken sheath tab was confirmed by complaint investigation. One of the two sheath tabs was separated from the sheath body by a tear in the body just below the tab. The edges of the point of separation were jagged and stretched indicating a stretching force was applied to the sheath body. During functional testing, the sheath was able to tear apart down the score line with no issues. A device history record review was performed and no evidence suggesting a manufacturing related cause was identified. Based on the condition of the sample received and the evidence of use observed, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a PICC was put in after breakage of the wings. The wing detached off the sheath.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a PICC was put in after breakage of the wings. The wing detached off the sheath.